Event description:
This lead was implanted (B)(6) 1997 and remains implanted at this time. A call to technical services states that this lead has some oversensing of ap on v channel and possible ventricular fusion. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).